Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms: no symptoms. The patient reported that a few weeks ago the patient passed out after taking insulin and was seen in ER. The meter allegedly is inaccurately high. The result from the patient's meter was 150(units not specified). The result from the emt meter was 28(units not specified). The time difference between the patient's meter and the emt meter was unknown. The treatment was unknown. No further information has been reported.